Event description:
Trans-vaginal tape placed during a hysterectomy surgery. Shortly after the surgery was performed, I began suffering from severe back pain. I was sent to physical therapy; however, it did not help. I finally found an erosion had occurred through my vaginal wall. The extrusion continues to cause severe vaginal and back pain. Dates of use: 2007 - 2009, presently in place. Diagnosis or reason for use: stress urinary incontinence.